Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was uncomfortable and moves. It was further noted that the icm incision was not healing and the patient seemed to be experiencing an allergic reaction. The icm remains in use. No further patient complications have been reported as a result of this event.